Manufacturer narrative:
Follow-up submitted to correct section d4. Updated section b4 for report submission date and b6 to report device evaluation results. Updated g1-g2 for follow-up report submitter and g7 for report type and follow-up number. Updated h2 for follow-up type. Updated d4 for catalog # and lot # to iniclude ni for no information available.

Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition. Information was requested from the customer but was not provided.

Event description:
Per complaint (B)(4), during post operative check, patient experienced loss or failure of implant to integrate.